Event description:
A customer reported that an unexpected negative reaction was obtained on galileo echo instrument (B)(4) for a patient with a history of anti-e and anti-c.

Manufacturer narrative:
A review of the image result files by an immucor technical support specialist showed that negative results were obtained in all three test wells of the antibody screening assay. Cells 1 and 3 visually appeared negative. Cell 2 appeared to be a strong positive reaction interpreted as negative by the echo. Cell 2 is positive for the e antigen. All other cells were e negative. Controls reacted as expected. Upon repeat testing, cell 2 was positive (4+) and cells 1 and 3 were negative. All cells visually appeared as expected. Controls reacted as expected. The customer was made aware that negative antibody screening and identification results on the echo are to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) on (B)(4), 2009.